Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery. The customer¿s blood glucose level was 61 mg/dl at the time of incident. The customer was treated with glucose tablets. The customer alleges pump was over delivering because of multiple low event. Customer reported that they were on auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will be returned for analysis.